Event description:
The complaint was reported as: the customer alleges that a foreign substance was found in the tubing. The reported failure was detected prior to patient use. No report of a patient injury or delay in treatment.

Manufacturer narrative:
The sample was received by the manufacturer, but the investigation is incomplete at the time of this report. With the picture sent by the customer, it was observed that the problem reported is a contamination on corrugated tube. The device history record (DHR) of nl batch number 02f1300475 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. The lot reported was manufactured before the corrective action. Refer to section 12 for corrective action details. With the picture provided by the customer the problem was identified as contamination on corrugated tube. It was observed a foreign substance on the tube (possible degraded resin). The personnel from the production line of code 1680 were notified about this customer complaint. According with the investigation performed on the extrusion production line, the component part number 1680 was validated with a different resin under protocol # (B)(4) that was closed on (B)(4) 2013 and was reported into (B)(4). According to the engineering department, this resin will help to avoid the degraded resin that accumulates on the die end that causes the possible issue reported.